Event description:
Customer called to report a waste/red fluid leak under the coulter lh750 hematology analyzer, but was unable to locate the leak source. The field service engineer (fse) inspected the instrument and observed that the tubing between pinch valves (vl) 117 and vl120 was leaking. Vl117 and vl120 are the aspiration line isolators located in the sample access module that connects the lh750 analytical station to the slidemaker. The fse replaced the tubing going from vl117 to vl120, after which no further leaking was observed. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was the tubing that connects vl117 and vl120 in the sample access module. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, glasses, and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).